Manufacturer narrative:
Per EU regulation (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. The intraocular lenses (iol) are not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer had some worrying results with some synergy intraocular lenses (iols). The patients are presenting with a distinct lack of distance focus. Some can be remedied with laser correction. The customer wished this to be noted, but not to be identified. No further information is available.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 2271 (to capture suboptimal results) has been missed in the initial report submitted. This report is being submitted to correct the error. Field below updated; section h6: health effect impact code: 2271 (suboptimal results). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.